Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a diagnosis and the procedure was completed either by moving the patient to another room or by a surgical c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to take images. Upon troubleshooting black screen was observed when fluoroscopy was pressed. Upon functional testing, the fse found that the user was not able to create an image. To resolve the reported issue the fse reloaded the image detector controller software and recreated image store and performed image detector and detector controller test along with image database consistency test. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable on the azurion system. The device in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.